Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath microscopic examination of the hemostatic valve surface showed that it was broken. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab found that the hemostatic valve is dislodged inside the hub of the device. Initially, it was reported that the dilator was not passing through the valve of the vizigo¿ sheath. There was resistance when trying to insert the dilator. There were no visible damaged observed. The vizigo¿ sheath was replaced and the issue resolved, and the case continued. There was no patient consequence. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found that the hemostatic valve is dislodged inside the hub of the device. This was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.